Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, h3. H3 photo investigation summary: this is an analysis of a photo submitted to ethicon for evaluation. During visual analysis, the following was observed: the photos shows a sales unit box with w9442 product codes, the lot #106d54, expiration date 2030-01. The finished drawing was compared with the received image and all information was correct. In addition, the qr barcode was readable with the scanner with a result of (B)(4), the last six digits match the batch number. As part of our quality process, the manufacturing records for this lot serial number were reviewed and manufacturing standards were met prior to the release of this lot. As part of ethicon's quality process, all devices are manufactured, inspected and released to approved specifications. A manufacturing record evaluation was performed for the finished device 106d54_w9442 batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did the event occur during sterile processing? --> unknown. Did the event occur during field inspection? --> unknown. Did the event occur during internal service activities such as calibration? --> unknown. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown. Is the patient part of a clinical study --> unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there patient consequences? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a breast augmentation procedure on (B)(6)2025 and suture was used. Tt was reported by pharmacist that the specification needle is different between box and web (catalog). In the catalog that is reverse cut but the box that is conventional. No adverse patient consequences were reported. Additional information was requested.